Manufacturer narrative:
This report is submitted june 01, 2017.

Manufacturer narrative:
This report is filed october 25, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to facial nerve stimulation. It is unknown if there are plans to reimplant the patient as of the date of this report, october 25, 2016.